Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the clear insulation around the blade disengaged. The piece was found on the floor. There was no patient injury. The patient was taken to recovery with no issues.

Manufacturer narrative:
Visual inspection of the incident device found the blue insulation was scratched. The ptfe insulator had disengaged and was returned with the electrode. The blue heat shrink insulation holds the ptfe in place and damage to the insulation could cause the clear insulation to disengage. The damage to the electrode indicates the user mishandled the electrode. It also may have been cleaned with an abrasive material. This cleaning method would also contribute to the insulator disengaging. The investigation identified the root cause of the reported event to be attributed to user handling damage. The instructions for use state cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, discard it. No trend has been identified for this failure mode.

Event description:
The customer reported that the clear insulation around the blade disengaged. The piece was found on the floor. There was no patient injury. The patient was brought to recovery with no issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.